Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The spouse of the customer reported that the customer has passed away. The caller stated that the investigators tool the customer's insulin pump, so, the serial number could not be verified at the time of the phone call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information was provided by the spouse of the decedent.